Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
If implanted; if explanted; give date: not applicable as the lens was removed/replaced during the initial procedure. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the pcb00 intraocular lens (iol) into the patient's operative eye the haptic unfolded, the lens got stuck in the inserter and it was partially delivered. A second pcb00 lens was attempted to be implanted but it got stuck in the capsular bag. The incision had to be enlarged to remove the lens from the eye. Reportedly, a za9003 was eventually implanted. It is unknown which of the two pcb00 lenses was used first. The blood vessels of the eye burst and the patient had a red eye for 5 days but was better after. The vision was fine during that period and the patient recovered well. No further information was provided. This report represents the second of the two model pcb00 lens implants.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/13/2019. Device evaluated by manufacturer. Device evaluation: the preloaded insertion system was received at site on the 13th september 2019. The plunger was observed in advanced position. Visual inspection using magnification was performed. No lens was observed stuck at any section of the preloaded device. The reported issue could not be verified. Based on the sample evaluation, no product deficiency was identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.